Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The physician explanted and replaced the rv lead. The patient condition was stable.